Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump received with minor scratched display window, broken reservoir tube lip, missing the black o ring and seal from inside reservoir tube, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 121mg/dl at the time of incident. Troubleshooting found that a piece of the reservoir compartment is missing and the reservoir lip is broken. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.